Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire removal difficulties occurred. The target lesion was located in the internal iliac artery. A 014/300/sst platinum plus guide wire was advanced to cross the lesion. However, it was difficult to proceed with the guide wire into the catheter and to the lesion. When the devices were removed, the distal end of the guide wire became stuck into the lesion. Removal attempt with a lasso was performed but failed. The patient was rescheduled for a t-junction.